Event description:
It was reported by a manufacturer representative (rep) that the patient needed an MRI because the implantable neurostimulator (ins) battery was dead. It was noted that the dead battery appeared to be premature; the ins was not meant to reach the end of its service (eos) until 2018-feb. Follow-up has been conducted to obtain this information. There were no reports of medical or therapy issues and no patient symptoms reported. The indication for use for the implanted device was noted as failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.